Event description:
Reporter alleged the needle that from the softclix plus lancet device used in finger-stick blood glucose testing would not retract after it was used. No treatment was reportedly received and no actions were taken. A request was made for the return of the suspect product and replacement product was sent.